Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eleven years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. It is likely the foreign material remained in the device because reprocessing could not be completed due to the leak at the tip. The following information from the instructions for use (IFU) pertains to this event: chapter 6 compatible reprocessing methods and chemical agents; chapter 7 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the gastrovideoscope exhibited foreign material from the distal end and near to the forceps stand. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.